Event description:
It was reported that tip detachment occurred. A 185cm j tip pt guidewire was selected for use. However, it was noted that the wire was torn at its tip while coming out of the cover. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. A 185cm j tip pt guidewire was selected for use. However, it was noted that the wire was torn at its tip while coming out of the cover. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The device has the distal tip kinked. The polymer of the tip and the guidewire coating were in good condition. The outer diameter of the distal tip, middle and proximal sections of the device are within specifications.